Event description:
Report received indicated that during angiography, the tip of the angiographic catheter broke in the pt. There were no anomalies noted during device inspection or during prepping. The intended lesion was the left common carotid artery. The vessel was not tortuous and lesion was not calcified. The percentage stenosis is unk. No resistance was met while advancing the device towards the lesion or over the guide wire. However, before the catheter reached the target lesion (3cm from the site) the distal tip separated about 1.5-2 cm near the tip. The separated segment was not retrieved and its current location is at the iliac artery. The remaining catheter was retrieved and will be returned for eval. The pt is asymptomatic.

Manufacturer narrative:
Add'l info will be sent within 30 days upon receipt.